Event description:
It was reported that the 9900 system would lock up and not transfer images to pacs. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The connector and the interface board were replaced during the svc call. The system was tested and found to be working as intended and put back into svc. This MDR is related to ge healthcare complaint number.